Event description:
It was reported that during a ventricular fibrillation episode, at the end of the charging, three ventricular sensed events occurred. Therapy converted the vf rhythm successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.